Event description:
It was reported that during a procedure to replace the right ventricular lead. An atrial lead insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.